Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy on (B)(6) 2013. During the procedure, the blade did not rotate, though the trigger was grasped. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate as intended. The returned trigger was unable to be attached to the motor device unit due to the damaged (unraveled) condition of the interior drive cable. The exact root cause of the damaged cable end condition was unable to be determined from the complaint evaluation results.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.